Event description:
Information was received regarding a cadd cassette reservoir. It was reported that once the pouch has been filled with 100ml of solution, one can see the liquid go into the empty space between the pouch and the case. By tilting the pouch, it comes out through the openings in the case. This occurred during the patient's sleep hours. Over the course of the week, the customer found the problem in 6 of the 12 pouches used. There was no patient, or clinician injury associated with this occurrence.